Manufacturer narrative:
Additional information provided in section d9, h3, h6 and h11. The company representative was unable to replicate the reported ¿irrigation issue.¿ however, the reported ultrasound issue was replaced, and the nonconforming ultrasound diathermy was subsequently replaced to address this issue. The ultrasound diathermy was returned for testing on this investigation. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. There were no similar complaints reported for the product serial (under investigation), with the same event code. The ultrasound diathermy was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformity. The returned sample was installed into calibrated unity system and tested. The reported event was replicated. The root cause was found to be a nonconforming ball grid array (bga) connections, within the microprocessor (mpc) component. The root cause of the reported event is attributed to nonconforming connections with the component. There was no issue found with regards to the ¿irrigation.¿ therefore, the root cause of the reported ¿irrigation issue¿ remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, irrigation stopped, and the ultrasound function was not operational in the ophthalmic system, and a system message was displayed. Procedure details and patient impact have not been provided. Additional information has been requested, none has been received till date.